Event description:
Event: unresolved type I endoleak. Case details: the patient's vasculature was reported to be narrow and tortuous. A type I endoleak at the superior attachment system was not resolved with repeated balloon inflations. The patient will be monitored by the physician.